Event description:
It was reported that during the implant, numerous attempts to secure the competitor's chronic rv lead in the device header resulted in high pacing impedance and high voltage impedances. This resulted in the physician no longer being able to engage the set screw in the rv port. The physician asked for a new implantable cardioverter defibrillator (ICD) . The rv lead was inserted successfully into the rv port using sterile mineral oil which resulted in rv lead impedance measurements to be within normal limits. The second ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and a set screw with a rounded socket. Concomitant products: 500dm29 valve, implanted: (B)(6) 2012. A 5076-52 lead, (B)(6) 2013. (B)(4).